Event description:
During a routine shift check by clinician, the device displayed a "defib fault 72" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.